Manufacturer narrative:
The field service engineer found the reaction cells were not being rinsed properly and flushed them out. Precision testing was performed and was within specifications. The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent. The alarm trace does not contain a conspicuous event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for three samples from two patients with the cobas 6000 c501 module. Patient 1a: the initial result was 136 mmol/l. The repeated result was 126 mmol/l. The second repeated result on another c501 was 124 mmol/l. Patient 1c: the initial result was 133 mmol/l. The repeated result was 133 mmol/l. The second repeated result on another c501 was 141 mmol/l. Patient 2: the initial result was 122 mmol/l. The repeated result was 114 mmol/l. The second repeated result on another c501 was 113 mmol/l. The reporter confirmed each set of results were obtained from the same sample. The questionable results were reported outside of the laboratory and questioned by the doctor. The repeated results were deemed correct. The electrode lot number was j70. The expiration date was requested but not provided.